Event description:
It was reported that a balloon rupture occurred. The 40% stenosed target lesion was located in the mildly tortuous and between moderate to severely calcified vessel below the knee. A 3.0mm x 80mm x 150cm sterling sl balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured when inflated at nominal pressure. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.